Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the console activated an alarm indicating the need to disassemble and reassemble the clamp. The procedure was performed according to instructions; however, the malfunction persisted. Given this situation, the system was shut down and restarted. After restarting, the forceps functioned for approximately five additional minutes, at which point the active blade of the medical device fractured. The procedure was completed with no reported injury.